Manufacturer narrative:
Product has been received by zimmer biomet. Visual inspection of the impactor shows the strike plate is fractured off the handle. The product shows obvious signs of wear and tear from being in use since 2015. The lip of the handle where the strike plate threads into is deformed, most likely from when the strike plate fractured off. Failure mode is consistent with excessive and off center strikes on the plate. Review of device history records found these units were released to distributor with no deviations or abnormalities. Review of complaint history identified an issue which is being addressed in co08627 & hhed 11-2016-011. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a primary reverse shoulder arthroplasty, when impacting the baseplate, the impact plate of the inserter fractured off. Nothing fell into the patient, there was no delay and nothing was needed to complete the procedure. The impactor will be returned. The surgeon stated that this has happened multiple times. No further information has been provided.